Manufacturer narrative:
Follow-up #1: date of submission 10/23/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2013 with the following findings:the battery compartment was observed to be cracked but there was no moisture or contamination in the battery compartment. The battery cap secured appropriately to the pump and the pump powered on to the verify screen with audible tones but there was no vibration present. The display screen upon booting was multicolored. The pump was exercised for 24 hours without power loss or warnings duplicated. A leak test was performed and found that the pump was leaking at a damage audio bolus button. The audio bolus button was found to be unresponsive to presses. The pump was opened and moisture damage was observed inside the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a power (moisture ingress) issue. The reporter stated that eth pump was not working and changing the battery did not fix the issue. The reporter denied any cracks to the pump casing but stated that there may have been moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.